Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the lot number, ab6340u03, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 04apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2018-00215 for the second patient. Refer to 8030647-2018-00216 for the third patient. It was reported that the flex connector was loose and disconnected from the patient. The exact quantity of events is unknown; however, there was no medical intervention required. No additional information was provided.